Event description:
The customer contacted physio-control to report that their device was intermittently powering off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.